Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The motor was tested outside the device and passed. No motor error alarms were noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm and no delivery alarm after connecting new reservoir. Customer could not exit the set up reservoir menu due to insulin pump no longer responding. Insulin pump would need to be replaced. Customer's blood glucose was unknown.